Manufacturer narrative:
The customer originally provided 2 lvps for investigation, though neither were shown to have been infusing the event medication or dosage as described (s/n¿s (B)(4)). At a later date, the customer informed us in an email that the event device was likely s/n (B)(4), which was not received for investigation, and no logs were received. Product grid was updated to one suspect only, s/n: (B)(4). Initial e-MDR 316883 can be disregarded. The report of an overinfusion due to infusing at the wrong rate (programming error) was not confirmed. Based on the pcu event log review, neither of the devices received were believed to have been the source device. The log review does not show either of the devices received were programmed with immune globulin (30gm/30ml) (1000ml) that was supposed to be 300ml over 3 hours and instead programmed as 300ml to be infused at 100ml/hr. Functional testing on the device was within specification. Requests for the correct device were made however the source device was never received. No anomalies were observed with the primary or secondary set. Functional testing performed on the returned administration sets found no irregularities.

Event description:
It was reported that an infusion of immune globulin (30gm/300ml) 1000 ml originally programmed at 300ml over 3 hours (rate of 100ml/hr), however the patient received approximately 400ml instead of the 300ml ordered dose. The customer stated that the label which showed the ivig product used was carimune 6 gram a powder product and diluted to 6gm per 200ml. The tech prepared 30grams in a total volume of 1000ml. The label had just immune globulin, no brand name attached to it, and 30gm(circled by technician), however the technician did not see the volume on the label. The patient was discharged the same day without harm reported. It was later reported per biomed: pharmacy prepared the incorrect product and sent up a 1000ml product rather than the expected 300ml product. Although requested, no further details were provided by the customer for this event.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Patient demographics requested decline to answer. Brand name: sec tubing;2420-0007.

Event description:
It was reported that an infusion of immune globulin (30gm/300ml) (1000 ml) originally supposed to be 300ml over 3 hours. The device was programmed as 300 ml to be infused at rate of 100ml/hr. The patient received about 400ml instead of the 300ml ordered dose. The customer stated that; ¿the red book had the label which showed the ivig product used was carimune 6 gram a powder product and diluted to 6gm per 200ml. The tech prepared 30grams total volume 1000ml. The label had just immune globulin no brand name attached to it. The label had 30gm in which the tech circled.¿ the user stated: ¿she didn¿t see the volume on the label¿. The patient was discharged the same day without harm reported. It was later reported per biomed ; "pharmacy prepared the incorrect product and sent up a 1000ml product rather than the expected 300ml product"although requested, no further details were provided by the customer for this event.